Manufacturer narrative:
This report is being filed on an international product, catalog # 08k25-25, that has a similar product distributed in the us, catalog # 08k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that architect intact pth results were elevated for patient samples when compared to the centaur xp method. The customer provided results for 14 patient samples tested in (B)(6) 2013 using architect intact pth reagent lot 01113c000. No adverse impact to patient management was reported.sample ID architect (pg/ml) centaur xp (pg/ml)(B)(6) 53.5 40(B)(6) 122.4 76.6(B)(6) 98 49.1(B)(6) 92.5 46.8(B)(6) 462 317(B)(6) 102.8 54(B)(6) 168.2 96.7(B)(6) 161.9 88(B)(6) 106.8 59.7(B)(6) 263.7 161.7(B)(6) 104.3 43.7(B)(6) 214 126.3(B)(6) 171.9 102.3(B)(6) 157.7 97.0